Event description:
A complaint was received regarding the error message, "replace sensor" while wearing the adc device. As a result, the customer had a seizure and was provided unknown third-party medical treatment. No further information was provided as the customer did not have time to complete the troubleshooting process. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the error message, "replace sensor" while wearing the adc device. As a result, the customer had a seizure and was provided unknown third-party medical treatment. No further information was provided as the customer did not have time to complete the troubleshooting process. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) been returned and investigated. The sensor plug was not properly seated; and no physical damage observed on sensor patch. Extracted data from the returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug and broken snaps were observed. The broken snaps causes poor connection between the rubber contacts and printed circuit board (pcb) contacts, which may cause the sensor plug to be unable to form a proper seal, leading to liquid ingress onto the pcb. Therefore, this issue is confirmed to broken snap. All pertinent information available to abbott diabetes care has been submitted.